Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported. No additional information regarding issue.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. Additionally the wedges and knife were exposed. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.